Manufacturer narrative:
Brand name: cook spectrum minocycline-rifampin impregnated triple lumen central venous catheter tray. Product code: gcd. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a triple lumen catheter from a cook spectrum minocycline-rifampin impregnated triple lumen central venous catheter tray has a crack in the blue number two port. To date, additional event and product information is unknown. It is also unknown if this device was used.

Manufacturer narrative:
Additional information received via email communication clarified that the crack was noticed on (B)(6) 2018 after patient contact and the cvc was removed at that time and not replaced.

Manufacturer narrative:
A review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, and visual inspection of the returned device was conducted during the investigation. One used triple lumen catheter was returned for evaluation. Visual examination of the complaint device confirms a small crack/fracture on the blue hub. Bends were noted where the blue clamps were once tightened during use. Upon performing a leak test on each proximal fitting, it was confirmed to be successful. All three proximal hubs did not have a leak when a leak test was performed. A dry leak test was also performed and determined the red and blue lumens were occluded. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been reported since the submission of the follow up report on 06/11/2018.